Event description:
In 2008, the patient was treated for a left greater saphenous vein closure. At about eight days later, the patient was admitted to the hospital and treated for a pulmonary embolism (pe).

Manufacturer narrative:
Dr. Stated that the case was completed with nothing abnormal noted before, during or immediately after treatment and the device performed as intended. During a patient follow up visit, in 2009, the patient was reported in stable condition. Pulmonary embolism is a recognized complication of endovenous ablation and is addressed in the product labeling. There is no indication that the product caused or contributed to the reported event.